Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer received instructions from technical support on how to reset the pump and successfully reset it without the malfunction code recurring, allowing continued use of the pump.